Event description:
Procedure scheduled to exchange breast implants/revision of reconstructed breasts. Noted upon retrieving implants that the left side had ruptured. Md stated that the mentor company guarantees their implants not to rupture. Set ruptured implant to the side to send to risk management.